Event description:
As reported, two saber balloons were used; however, the first balloon (saber rx 6mm15cm) ruptured before the pressure reached its nominal pressure and the second balloon catheter (saber rx 6mm15cm) had leak from the hub part and there was inflation failure. After that, two saberx devices (6*10) were used and the devices were inflated without any problems. One non-cordis stent (10*10 luminexx) and a smart stent (8*10) were inserted by using a shotgun and the procedure completed. There was no reported injury to the patient. This occurred during a leriche thrombus case. Both of the femoral arteries were punctured. Fogarty was done surgically. A unknown 6f sheath and a unknown .018 guidewire was inserted. The devices will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d4, d9, g3, h1, h2, h3 and h6. As reported, two saber balloons were used; however, the first balloon (saber rx 6mm15cm) ruptured before the pressure reached its nominal pressure and the second balloon catheter (saber rx 6mm15cm) had leak from the hub part and there was inflation failure. After that, two saberx devices (6¿*10¿) were used, and the devices were inflated without any problems. One non-cordis stent (10¿*10¿ luminexx) and a smart stent (8¿*10¿) were inserted by using a shotgun and the procedure completed. There was no reported injury to the patient. This occurred during a leriche thrombus case. Both femoral arteries were punctured. Fogarty was done surgically. An unknown 6f sheath and an unknown .018 guidewire was inserted. The devices will not be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts. The product was not returned for analysis. A product history record (phr) review of lot 82227832 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ and ¿luer hub leakage - during use¿ could not be confirmed as the devices were not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown and procedural factors likely contributed to the reported events. However, without the return of the devices for analysis it is difficult to draw a clinical conclusion between the devices and the events reported. According to the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, two saber balloons were used; however, the first balloon (saber rx 6mm15cm) ruptured before the pressure reached its nominal pressure and the second balloon catheter (saber rx 6mm15cm) had leak from the hub part and there was inflation failure. After that, two saberx devices (6¿*10¿) were used and the devices were inflated without any problems. One non-cordis stent (10¿*10¿ luminexx) and a smart stent (8¿*10¿) were inserted by using a shotgun and the procedure completed. There was no reported injury to the patient. This occurred during a leriche thrombus case. Both of the femoral arteries were punctured. Fogarty was done surgically. A unknown 6f sheath and a unknown .018 guidewire was inserted. The devices will not be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.